Event description:
A malfunction was reported on the customer's pump, indicated by a malfunction alarm. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer had recently updated the pump's software, and after the initial reset attempt, the malfunction alarm persisted. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.